Event description:
The customer reported that the system failed to perform fluoroscopy. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The mainframe keyswitch was evaluated and replaced. The ffb, gib and hvsr pcb's were reseated. The system was tested and found to be working as intended and put back into service.